Event description:
This report is being filed after the review of the following journal article: parameswaran, a.d. Et al (2003), pin tract infection with contemporary external fixation: how much of a problem?, journal of orthopaedic trauma vol. 17 (no. 7), pages 503¿507 (USA). The purpose of the study was to assess the incidence of pin tract infection with external fixation using these contemporary techniques (external fixation using either manually inserted self-drilling half-pins, tapered pins used after drilling a pilot hole, prophylactic oral antibiotics, and tensioned fine wires have been developed to reduce the incidence of pin tract infections and osteomyelitis). Between 1999 to 2001 a total of 285 patients with a mean age of 42.5 years were included in the study. These patients underwent external fixation for fractures and divided into three groups based on the type of fixator used; the unilateral fixators (using stryker), the ring fixators (using smith & nephew or limas), and the hybrid fixators (using synthes hybrid, smith & nephew, stryker, ebis, and depuy ace). The mean follow up for all patients was 6.3 months. The following complications were reported as follows: - a 40-year-old female patient had deep infection requiring pin removal; - a 48-year-old male patient had superficial infection ; - a 43-year-old female patient had superficial infection . This report is for an unknown synthes hybrid external fixator. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown ex-fix construct/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.